Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported issue could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.